Event description:
The customer's healthcare provider reported that the customer had several black screen anomalies on their insulin pump. It was also found the customer had a button anomaly. Troubleshooting found the insulin pump was exposed to warm temperature and warm moisture damage. Customer's blood glucose was unknown. The insulin pump will be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was monitored with no unexpected black screen. The insulin pump passed the displacement test and self test. However, intermittent button response was noted due to moisture damage to the keypad traces. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads and a missing end cap sticker.